Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 30mg/dl. The customer's most current level was 156mg/dl. The customer states their levels had been high due to being on prednisone and having been taken off the pump at the hospital. The customer had been hospitalized for pneumonia. The customer wad advised to monitor the device.